Manufacturer narrative:
This report is being supplemented to provide additional information. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the investigation, possible causes may include the following: reprocessing after the previous procedure was incorrect, and body fluids/adhesive matter from chemicals used may have been caught in the nozzle. Foreign material that entered the auxiliary water channel from outside, could not be sufficiently removed due to insufficient cleaning/rinsing or the like. A definitive root cause cannot be identified. This issue is covered in the instructions for use: the user can reduce and prevent occurrence of the events by handling the device in accordance with the following IFU. Reprocessing manual precleaning the endoscope and accessories flush the air/water channel with water and air_ caution:to prevent clogging of the air/water nozzle of the endoscope, flush water into the air channel of the endoscope, using the aw channel cleaning adapter (mh-948) after each patient procedure. Flush the auxiliary water channel. Manually cleaning the endoscope and accessories. Flush the air/water channel with detergent solution. Flush the auxiliary water channel with detergent solution. Remove detergent solution from all channels. Olympus will continue to monitor the field performance of this device.

Manufacturer narrative:
The device was returned for investigation. Upon evaluation of the device, foreign material was found under nozzle unit and green residues was found in the j-channel. In addition, channel tube damage, plastic distal end cover shaved, and connecting tube wrinkle were observed. Lastly, scratches were found on multiple components. All shown defects were caused by normal wear and tear or customer's handling. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time, however, if additional information becomes available, this report will be supplemented accordingly.

Event description:
A user facility reported that the evis exera iii gastrointestinal videoscope is leaking. During a standard service inspection of the customer returned device, foreign material was found under the nozzle unit. This report is to capture the reportable malfunction found at inspection. There was no patient harm or user injury reported due to the event.